Event description:
Return reason: bent pin. Analysis determined: investigation found that the #1 and #3 electrical connector pins are approx 10 degrees off vertical. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Remedial action taken: manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is required.